Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint cannot be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a permanent procedure, a dural puncture occurred. The physician successfully placed the first s8 lead midline at t8. However, when the physician attempted to place the second lead through the epiducer the angle would not allow for a straight access of the midline. In his attempt to reposition the introducer needle, the dural puncture occurred. The physician abandoned the implant of the second lead and only the first lead was left implanted. The physician instructed the pt to lie in a supine position for 24 hours, stay hydrated and drink high caffeinated beverages. The pt stated, he experienced a small headache after the procedure in the early afternoon, but as of 5pm he was doing well. A sjm representative performed a functional test of the device in recovery, and the one lead was covering all of the pt's pain areas. Follow-up identified the pt was seen by his physician on (B)(6) 2013 and he reported no additional headaches and is receiving good stimulation coverage of his pain areas.